Event description:
It was reported that during a tcar procedure, a dissection occurred using the 0.014" enroute guidewire while attempting to gain access to the internal carotid artery. The procedure was aborted and the dissection was left untreated by the physician. It is reported that the patient is at normal baseline.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection occurred using the 0.014" enroute guidewire while attempting to gain access to the internal carotid artery. The procedure was aborted and the dissection was left untreated by the physician. It is reported that the patient is at normal baseline.